Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of inappropriate automatic mode switch due to far-field r-wave oversensing was observed. Programming changes were recommended. The patient condition is fine.